Event description:
It is reported that the hickman catheter leak near the cuff.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of huti0791 showed no other similar product complaint(s) from this lot number.